Event description:
The temperature was not working during a biomed periodic testing. There was no patient involvement.

Manufacturer narrative:
Investigation completed 5/15/17. Method: device history review, trend analysis, failure analysis. The DHR review was completed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿aug. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history review: there is no service history for this complaint as this monitor is to be returned to the service center for the first time. A review of cam02 customer complaints was competed using the following key words ¿temperature¿ and ¿temperature not working¿ in the search criteria. The review encompassed dates 10-feb-16 to 20-feb-17. A total of 155 complaints were reviewed of which there were 2 complaints which contained the search criteria. No linkage or trend can be found at this time. The product was returned for failure analysis evaluation which verified the complaint as valid; the evaluation confirmed the temperature output reading was unstable. Conclusion: the evaluation verified the complaint as valid; the cause of the complaint issue was identified as the monitor not booting up correctly due to internal loose cable connection between touchscreen and embedded pc board. The root cause of the loose cable was not provided.